Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during two separate surgical procedures, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no adverse consequences as a result of this event. It was further reported that a minor delay occurred as a result of the event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the blade was misloaded. Operating the blade while it is misloaded causes excessive force on the blade mount which can cause cracks to form and lead to the failure of the mount. The quality investigation is complete.

Event description:
It was reported that during two separate surgical procedures, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no adverse consequences as a result of this event. It was further reported that a minor delay occurred as a result of the event. It was also reported that the procedure was completed successfully.